Manufacturer narrative:
(B)(4) a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The device had been filled with an unspecified pain medication in 169ml of diluent to a total fill volume of 300ml. The reporter stated that at the end of the expected therapy time of 7 days, 100ml of solution remained in the device. The patient was given an intravenous morphine therapy after the event. There was no patient injury or medical intervention associated with this event. No additional information is available.